Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A physician reported that while attempting to implant a light adjustable lens (lal, sn (B)(6)) in a patient with a history of a traumatic cataract, the lal fell into the vitreous as a result of weakened/broken zonules. The physician stopped the surgery. The patient underwent a secondary procedure that evening where the lal was removed from the eye and an intraocular lens from a different manufacturer was implanted. The physician noted that the prior ocular trauma, which formed the cataract, weakened the zonules to the point that they were unable to hold the lens. Rxsight's first awareness of this event was on 07/31/2024.